Event description:
It was reported that during a stenting procedure, stent damage occurred. The lesion being treated was the takeoff of the superior mesonteric artery (sma), with "extreme calcification" encountered at the takeoff of both the sma and the celiac artery. Following the lesion being "predilated multiple times", the express biliary stent was advanced to the lesion. However, the express biliary stent would not cross the lesion. Difficulties were then encountered trying to retrieve the express biliary stent into the delivery system sheath. Upon removal of the express stent delivery system, stent damage was visualized. The procedure continued with the lesion being predilated again, and the lesion was then crossed with another of the same devices successfully. The pt experienced no symptoms during the difficulties, and there were no patient complications.